Manufacturer narrative:
(B)(4).

Event description:
The customer reported that there was an odor coming from their beckman coulter act 5 diff cap pierce analyzer while attempting to perform a startup function on the instrument. The customer later confirmed that the odor was thought to be an electrical smell. During the fse service for the documented event, a leak was discovered, however he was unable to confirm the source of the leak. There was no impact to patient samples as the customer was attempting to perform a startup function when the incident occurred. The customer technical specialist (cts) immediately advised the customer to turn the instrument off and unplug the unit. There were no reports of, smoke, sparks, arcing, shock or flames. The fire department was not called and the use of a fire extinguisher was not required. There was no death, injury or change to patient treatment attributed or associated to this complaint. There is an exposure control / risk management plan in place at the facility. Service was dispatched for this issue and while onsite the field service engineer (fse) found a leak that had caused increased resistance at the connector for the 11 position valve manifold which in turn caused the driver circuitry located at the analyzer card to overheat and cause the odor. The fse was unable to confirm the exact source of the leak since all the tubings were connected and moisture was evident at the manifold connector. He also found that the leak also caused corrosion at the ribbon cable connector which in turn became defective. The fse ordered a replacement manifold (the manifold consists of 11 valves). The cause of the odor/electrical smell is due to the leak which had caused increased resistance at the connector for the 11 position valve manifold which in turn caused the driver circuitry located at the analyzer card to overheat and cause the odor/ electrical smell. The cause of the leak is unknown. The act 5 diff cp analyzer is compliant with the following safety ratings (B)(4).